Event description:
It was reported an interventional procedure was performed and an angio-seal was used for closure. No issues were noted during deployment and hemostasis was immediately achieved. The pt was transferred to another room in the hospital and was complaining of leg pain. Thrombus was identified and the pt had a thrombectomy procedure performed (date unk).

Manufacturer narrative:
No product was returned. Review of the device history record confirmed this lot met mfg requirements prior to shipment. Based on the info provided to (B)(6), the cause of the reported incident could not be conclusively determined. The angio-seal device instruction for use (IFU) cautions, should ischemic symptoms appear, treatment options include thrombolysis, percutaneous extraction of the anchor or fragments, or surgical intervention. The angio-seal device instruction for use (IFU) instructs the user to assess the puncture site location and evaluate the femoral artery characteristics prior to placing the angio-seal device by injecting contrast medium through the procedure sheath and using fluoroscopy.